Manufacturer narrative:
Gtin number: unknown since serial number was not provided. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A trifecta valve was explanted due to degeneration without endocarditis. The dates of implant and explant are unknown. No additional information was provided.

Manufacturer narrative:
It has been determined that this event is a duplicate of the event previously reported under MDR-(B)(4).